Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while ventilating a patient (age & gender unknown) the device displayed "calibration error" and "escalation error" messages. Complainant indicated that the clinician manually ventilated the patient for the remainder of the transport. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This follow-up is reporting the evaluation of the device, this follow-up is also correcting and updating information submitted on the initial med-watch report. Please reference section for updated information. The device was returned to zoll medical corporation; the malfunction was duplicated and the autocal valve was replaced to resolve the malfunction. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while ventilating a patient (age & gender unknown) the device displayed "run-time calibration error 1051"message. Complainant indicated that the clinician manually ventilated the patient for the remainder of the transport. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.